Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer experienced high blood glucose readings of 500 mg/dl at night. Customer stated that every time she checks her blood glucose readings they were going higher. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. It was noted that the customer received a no delivery alarm before she changed her site. Customer's blood glucose reading at the time of the call was 276 mg/dl. Customer stated that they will call back to perform the high pressure test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.